Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Amazon was contacted by end user who stated the wheels broke off the walker.